Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, device evaluation found the image was intermittent. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the image issues was an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image of the gastrointestinal videoscope was unclear when plugged into the video processor. The issue occurred during device setup. There was no patient involvement.